Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) the delivery catheter had difficulty releasing the device. After several manipulations the rvlp was released but subsequently dislodged. The physician retrieved, explanted, and exchanged the rvlp; the procedure was completed with a new rvlp. The patient condition was stable after the procedure.